Event description:
The device was returned to the manufacturer with no patient symptoms or device troubleshooting information. Device registration system shows that the device was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The serial number is included int he range for soletra separation of internal connections (lifted wirebonds), between the electronic circuit and battery physician communication.